Manufacturer narrative:
Evaluations results: the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Similar readings to those the customer reported were found in meter memory. This is a final report.

Event description:
On (B) (6) 2005, this pt underwent repair of an enlarging infrarenal abdominal aortic aneurysm. A trunk-ipsilateral leg component was implanted distal to extreme neck angulation 10 mm below the renal arteries; a contralateral leg component was also implanted. Completion angiography demonstrated a proximal type I endoleak, so an aortic extender component was implanted final angiography revealed resolution of the type I endoleak, and the pt tolerated the procedure. Six months after the initial procedure on an unk date, a small proximal type I endoleak was identified. On (B) (6) 2009, it was reported that the angulated neck of the aneurysm had been shortening and dilating in the last six months. On (B) (6) 2009, open repair was performed due to distal endograft migration and continued dilatation of the aneurysm neck. The gore excluder aaa endoprostheses were explanted, and a vascular graft was implanted after an endarterectomy was performed. The pt tolerated the procedure.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 41 mg/dl and 281 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be sent once investigation results are available.